Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.4 (last week) second test inr = 1.1 (2007)

Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr = 1.4 (last week) second test inr = 1.1 (2007) mean = 1.25; sd = 0.21; %cv = 17%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. The time interval between tests was > 3 hours. The comparison was considered invalid. No further testing required.